Manufacturer narrative:
Device analysis report (dar) is attached. This report is submitted on july 15, 2021.

Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021,due to migration of the electrode lead outside of cochlea. The patient was reimplanted with another cochlear device during the same surgery.